Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the provided log file, as several backup battery fault alarms were observed on the reported event date of 29mar2024. The loaded voltage of the battery was under the acceptable voltage threshold as compared to the unloaded voltage at these times, triggering the alarms, and the final alarm remained active throughout the remainder of the data. An additional backup battery fault alarm was also observed within the periodic data on 13mar2024 correlating to a similar condition. The alarms did not prevent the system from operating as intended. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the alarms resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the log file showed that the system controller was observed to have been put into use on (B)(6) 2024. This suggests that a controller exchange was performed within this timeframe.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having persistent backup battery (ebb) fault alarms despite repeated self-tests, reseating the ebb, and replacing the ebb. It was noted that the system monitor displayed that the current ebb still had 24 months remaining and the ebb fault did not resolve with reseating in this occurrence. Log files were submitted for review and captured ebb fault events on 29mar2024. It was reported on 09apr2024 that a system controller exchange was performed which resolved the alarms. There were no patient symptoms, and it was noted that the system controller would be returning sometime in may.